Event description:
It was reported the pt experiences burning at the ipg site. F/u determined the ipg was explanted and pt was implanted with a new ipg. Further info is unavailable at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.